Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. D2b: (dqy; lit). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent an angioplasty procedure utilizing the conquest 40 pta balloon. During this procedure, the balloon reportedly ruptured. The patient is said to have experienced a vessel rupture and subsequent bleeding. It has been reported that another balloon was employed to finalize the procedure. The current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the conquest40 balloon and hubs. Blood residues were seen in the guidewire hub and throughout the balloon. The rupture was seen in the middle of the balloon; however, the conquest 40 balloon is fibrous, the specific type of the rupture could not be determined. No other anomalies were noted. Therefore, the investigation is confirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent an angioplasty procedure utilizing the conquest 40 pta balloon. During this procedure, the balloon reportedly ruptured. The patient is said to have experienced a vessel rupture and subsequent bleeding. It has been reported that another balloon was employed to finalize the procedure. The current status of the patient remains unknown.